Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt cardiac arrest and subsequently expired 15 days later. Furthermore, it was alleged to have been caused by the pt's exposure to the product administered during dialysis.